Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary biopsy procedure, the device would not cycle after loading. The stapler was loaded but was unable to open and close stapler. Another product was used to complete the case. There was no patient injury.